Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 3 - 3/23/2015 correction. Supplemental sent to correct information previously sent. Alert date should have stated 3/17/2015.

Manufacturer narrative:
Follow-up # 2 - (B)(6) 2015 device evaluation: the lay user/patients test strips have been returned on 3/6/2015 and further evaluated by lifescan product analysis on 3/17/2015 with the following findings: the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however, a secondary issue; the test strips were found to have results below range when tested with control solution. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015 at 07:00 pm, the patient obtained a result of 115 mg/dl on the subject meter. The reporter detailed that the patient manages his diabetes with fixed doses of insulin and that he didn¿t make any changes to his usual diabetes management routine in response to the alleged issue. The reporter claimed that ¿about an hour¿ after the alleged inaccuracy the patient developed symptoms of ¿sweating, confused and unresponsive¿ and that at 08:00 pm on (B)(6) 2015, he obtained a blood glucose reading of 50 mg/dl on an emergency medical services (ems) meter and that he was treated in an emergency room (ER) with IV glucose. During troubleshooting the cca noted that the meter was set to the correct unit of measure and that the test strips had not expired and were in good condition. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a hypoglycemic event and received medical intervention from a healthcare professional after the alleged meter inaccuracy.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/6/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. The strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.